Event description:
A malfunction was reported on the pump after it fell out of the customer's pocket and hit the ground. The customer's blood glucose level did not exceed 500 mg/dl. As a resolution, the customer planned to use manual daily injections (mdi) as a backup therapy while a replacement pump was arranged by customer technical support.